Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement, clip caught in chordae, tissue damage and foreign body in patient it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (00121u161) was successfully implanted without issues. To further reduce mr, a second clip (00122u111) was inserted and advanced into the left ventricle (lv); however, resistance was felt with the gripper lever. This resistance caused the clip to jump and become stuck in the chordae. Troubleshooting was performed, but during troubleshooting, damage was caused to the chordae and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the two clips did not come in contact with each other, but the damaged chordae caused the slda. The second clip was unable to be removed from the chordae; therefore, grasping was performed, and the clip was implanted on both leaflets in an unintended location. To stabilize the slda, a third clip was implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any other similar incidents reported from this lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper lever) could not be determined. The reported unintended movement (sleeve steering issue) was a result of the reported difficult to open or close (gripper lever). The reported entrapment of device (clip caught on chordae) was a cascading effect of the reported unintended movement (sleeve steering issue). The reported poor image resolution was a result of procedural conditions as it was noted that the visualization of this clip was difficult after a first implanted clip experienced single leaflet device attachment (slda) during the procedure. The reported tissue damage and foreign body in patient were a result of the reported entrapment of device (clip caught in chordae). The reported patient effects of failure to deliver to the intended site and tissue damage, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.h6: device code 1528 removed; device code 1212 was added